Event description:
Sales consultant reported that when the surgeon was performing a sternal plating procedure, the tip of a screwdriver blade broke off during a procedure and a tiny portion of the blade remains in the patient. The sc reported that the instrument couple shaving tip came out, and a few pieces of screwdriver tip that were embedded in the screw head remain in the patient. The surgeon decided not to attempt to remove the remaining pieces from the patient as he was not concerned. There will be no follow up required. There was no patient injury reported. There was a 5 minute delay in completing the procedure. The procedure was successfully completed. This report is on the 2.4/3.0mm cruciform screwdriver. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.